Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and found the outer insulation breached environmental stress crack. The proximal conductor had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
Pocket infection was reported. The lead was removed. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.